Event description:
Reporter alleged the pt received a discrepant blood glucose result of 13 mg/dl on inform system 1 compared back to back with a result of 120 mg/dl on inform system 2 when testing was performed within 10 mins. Reporter indicated that the pt was asymptomatic of hypoglycemia when the 13 mg/dl result was obtained. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2.